Event description:
The pantera leo balloon catheter was selected to treat a moderate calcified lesion. After balloon inflation the device fractured in two parts. No device parts remained in the patient.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the hypotube has fractured about 58.4 cm distal to the distal end of the kink protector. Just distal to the fracture site of the distal fragment the hypotube is bent. The cross-section of the hypotube is no longer circular, but compressed and the polymer coating is deformed. The findings indicate that the hypotube most probably fractured as a result of significant bending outside of the patients body. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling of the device.